Event description:
A customer reported that all 22 central stations (cic's) in the monitoring room lost waveforms and parameter boxes for the telemetry patients being monitored. The slots and admit tabs continued to be displayed. Patient waveforms and parameters returned in approximately one minute. In this case, the sync master of the apex pro telemetry system went down, which led to the issue seen by the customer.

Manufacturer narrative:
The serial number of the apex pro sync master device is unknown. Ge healthcare engineering reviewed the apex pro telemetry server (ats) log files for (B) (6) 2009. The logs indicated that all access points lost sync at 15:58, due to the apex pro sync master going down. This was likely caused by a momentary loss of power, and appears to have been a single occurrence. During this time, the system alarmed as designed, and monitoring was restored once the system regained sync after approximately one minute. Ge provided the investigational findings to the customer. In addition, it was recommended that adding automatic switchover capability to the backup sync master would lower the potential of recurrence.